Manufacturer narrative:
Additional information provided indicated the patient expired. The date of death and cause of death is unknown at this time. Investigation is ongoing.

Manufacturer narrative:
Additional information provided confirmed the patient¿s ventricle was repaired but the patient never recovered from the operation and died.

Manufacturer narrative:
Per the instructions for use, cardiovascular injuries, including perforation or dissection of vessels, ventricle, myocardium or valvular structures, are potential adverse events associated with standard cardiac catheterization, balloon valvuloplasty and the transcatheter aortic valve replacement (tavr) procedure. There are several potential etiologies for ventricular perforation during a tavr procedure, including perforation by the guidewire, the delivery system, or the transvenous pacer (tvp) lead. The edwards sapien 3 transcatheter heart valve is indicated for patients with severe symptomatic calcified native aortic valve stenosis. Deployment of the sapien 3 valve in a previously implanted mitral ring is not indicated per the labeling; therefore the labeling (ifus and ew training manuals) do not instruct the operator how to position the sapien 3 valve in this scenario. In this case, the ventricular perforation was caused by the confida wire.

Event description:
As reported by the edwards european affiliate, post transseptal valve in ring (26mm sapien 3 in mitral ring) tavr procedure in the mitral position, a pericardial effusion was detected. The patient was taken to the operating room where a ventricle rupture caused by the confida wire near the apex was confirmed. The patient was treated surgically and the bleeding was stopped.